Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead along with the right atrial (ra) lead dislodged. A revision procedure was performed. During an attempt to reposition the ra lead, difficulty was encountered with retracting the helix. The ra lead was explanted and replaced. Visual inspection after explant noted tissue in the helix mechanism. This rv lead was successfully repositioned and remains implanted and in service. The physician suspected potential arm movement may have been a factor in the dislodgement. No additional adverse patient effects were reported.